Event description:
The user was admitted to the hospital on (B)(6) 2026 after falling three times due to a loss of balance. The event was not related to diabetes or glucose measurements. At the time of the call, the user stated she felt normal overall, though her balance was still impaired.

Manufacturer narrative:
The incident was not related to the eversense device. A review of the user's data confirmed that she stopped using the system on (B)(6) 2026.